Event description:
It was reported that an attending physician and a resident physician performed an endometrial ablation on a pt with a "severely anteverted" uterus utilizing two disposable devices. The resident physician experienced difficulty seating the first device and was "aggressive" during placement. A second device was utilized and the cavity integrity assessment (cia) tests were unsuccessful on both devices. The physician then performed a hysteroscopy and visualized a perforation. It is unk if intervention was required. We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and an eval completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the disposable device and radio frequency controller reportedly used in the procedure. The devices were released meeting all qa specifications and no abnormalities were noted. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) precautions: it has been reported in the literature that patients with a severely anterverted/retroflexed uterus are at greater risk for uterine wall perforation during any intrauterine manipulation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).